Manufacturer narrative:
Complaint not confirmed. Visual evaluation identified that the eyelet, implant, and inserter were not present on the swivelock, or returned for investigation. Additionally, the shaft was functionally tested and no problem was found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an scr procedure performed on an (B)(6) year-old female, the powerasp was unable to cut bone from the start of the surgery. The swivelock fell off and the inserter shaft was loose and not fixed; the issue did not resolve when it was returned to the base of the inserter. The procedure was completed using a new product with no patient harm reported.